Event description:
It was reported that during a basivertebral nerve radiofrequency ablation (bvn ablation) procedure, resistance was encountered while advancing the j-stylet. Continued malleting resulted in the j-stylet and surrounding peek component fracturing and becoming retained within the patients s1 vertebra. The patient was recovering postoperatively, and upon follow-up, no further action was required. The device will not be returned, as it was retained by the medical facility.